Manufacturer narrative:
PMA/510(k) #: not exempt. PMA/510(k) #: pre-amendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane cope nephroureterectomy set catheter was placed into the ureter of the patient during a nephrostomy procedure. After device placement, the hub was found to be separated from the catheter. The catheter was then removed and replaced with a like device.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest that the device was not made to specifications. A review of the device history record shows two nonconformances for incorrect placement of the marker band and another for excess glue, both of which were scrapped. Three nonconformances were found in catheter subassemblies for foreign matter and irregular coating, all of which were scrapped. Three nonconformances were found in the mac-loc subassembly for the insert not seated correctly and pinning error, of which all were scrapped. It should be noted there were two other reported complaints associated with this lot number for the same failure. Based on the information provided, no returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.